Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances at one of the vectors. The vector was reprogrammed, and the impedance value was within range. The shock impedance before had been within range. The physician decided that no defibrillation threshold test will be completed. The patient has never received therapy and physician was not worried about it. The rv lead remains in service at this time. No adverse patient effects were reported.